Event description:
During use for a cardiopulmonary bypass procedure, the roller pump suddenly stopped operating. The pump was manually cranked for approximately 15 seconds, when the user realized that they had inadvertently pressed the stop button. The start button was pressed and the pump started as expected. There were no adverse consequences to the patient as a result of this event.

Manufacturer narrative:
User determined that the event was caused by user error. The pump was operating normally, when one of the operator's of the device unintentionally pressed the pump stop button. No malfunction of the device occurred. However, because of the need for intervention to prevent injury, this report is being made.